Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information. [Mw5084318.pdf].

Event description:
This report is being submitted in response to user facility medwatch report # mw5084318 was received from the FDA on march 11, 2019. The event description states the following: a patient was admitted with a right lower leg claudication for angiography and a possible pta (percutaneous transluminal angioplasty), access via the left femoral artery, was technically challenging. Due to the extensively calcified vessels, resulting in retention of the distal tip of the angiography microwire. The patient will undergo a right lower extremity endartectomy (to address claudication) with open surgical removal of the microwire at a future date. The patient was hospitalized with a surgical follow up planned.